Event description:
Literature was reviewed regarding a patient who underwent bioprosthetic or native aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction (basilica) and transcatheter aortic valve replacement (tavr) to treat stenosis of a non-medtronic surgical aortic valve. In their account of the procedure, the authors noted that after successful laceration of the previous aortic valve leaflet, a medtronic 23 mm evolut fx transcatheter valve was positioned and deployed inside the non-medtronic surgical valve. Afterward, intra-procedural imaging showed moderate aortic stenosis and a mean aortic pressure gradient of 25 mm hg, warranting repeat dilation of the valve with a 20 mm non-medtronic true balloon. Then the patient experienced immediate cardiac arrest with pulseless electrical activity. The authors stated that angiography revealed poor left main coronary artery flow, while echocardiography ¿captured the moment of complete left coronary artery occlusion from the surgical valve apparatus during bioprosthetic valve f racture.¿ emergent percutaneous coronary intervention was subsequently performed using a snorkel-stent technique to the left circumflex and left main coronary arteries, with placement of stents and the return of spontaneous circulation. Then a non-medtronic left ventricular assist device was placed, with transition to an intra-aortic balloon pump for hemodynamic support due to cardiogenic shock. The authors wrote that the patient required vasopressor and inotropic support while in the intensive care unit. A post-procedural echocardiogram revealed a reduced ejection fraction of 40%, multiple left ventricular regional wall motion abnormalities, a mean aortic pressure gradient of 5 mm hg, and severely reduced right ventricular systolic function. Over the next two days, the patient¿s vasopressor requirement decreased, inotropic support was discontinued, and the intra-aortic balloon pump was removed. Dual antiplatelet therapy was initiated, and treatment with apixaban was resumed. Three months after the procedure, the patient was recovering well and was near baseline functional status. A follow-up computed tomography scan showed no significant thickening or thrombus, slight asymmetry to the aortic valve position at the sinotubular junction, and a patent left main coronary artery to left circumflex artery stent. Six months after the procedure, transesophageal echocardiography showed recovery of his left ventricular ejection fraction to 55%, with normal bioprosthetic leaflet motion and no paravalvular leak. No further information was provided pertaining to the evolut fx valve.

Manufacturer narrative:
Citation: casper, m, cohen, g, stripe, b. Sustained intraprocedural cardiac arrest during basilica tavr. Jacc. 2024 jul, 84 (3) 317¿321. Https://doi.org/10.1016/j.jacc.2024.05.021 earliest date of publication used for date of event: july 01, 2024 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A search of the medtronic global complaint handling database with the provided device serial number did not find any previous records for these observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.